Event description:
Philips received a complaint on intellivue mx800 patient monitor indicating that there were parameter problems that did not alarm the problem. It is unknown if the device was in use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.